Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the returned device indicated a damaged grommet, foreign material on the set screw, and a set screw with a rounded socket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant of the new device for the upgrade, the right ventricular lead was unable to capture, had high pacing impedance and noise across the electrogram that was causing oversensing. The physician made multiple attempts to re-connect the right ventricular lead into the header with no success; the lead never fully entered into the header. The device was removed and a new device was opened and all leads were successfully connected with appropriate impedance and sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.